Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 to 50 mg/dl. Customer did not provide any symptoms regarding low blood glucose. Customer treated for low blood glucose value. The product will not returned for analysis.